Event description:
Boston scientific received information that during a non-device related procedure, the patient experienced pacing inhibition with greater than two seconds of asystole due to ventricular oversensing of electrocautery. The boston scientific field representative was not present at the procedure. It was noted that the device had reached end of life battery status three days earlier and a replacement procedure was scheduled. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found. This device performed normally throughout analysis, operating as designed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
New information was received that the device was explanted one month later for normal battery depletion